Event description:
The fixation of c1-th1 and wiring of sublamina was done after laminectomy of the c1-c2. After 1 week from implantation, it was found that the connector had come off. There is no adverse reaction to the pt, the surgeon was planning to observe the progress.